Manufacturer narrative:
Email: (B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.

Event description:
Physician reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.a.

Event description:
Physician reported left side rupture. Device has been explanted.